Manufacturer narrative:
The device has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will issue a supplemental MDR report.

Event description:
It was reported that during the device preparation prior to use, the hydrophilic coating was observed to be peeling. There was no patient involvement.

Manufacturer narrative:
The investigation of the returned traxcess device did not find any condition consistent with the hydrophilic coating issue described in the reported event. Review of the manufacturing record and the shipping inspection record of the involved product code/lot# combination confirmed that there was not any indication of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities.